Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient's programmer would not sync up with the ins. The patient said they had not used their equipment in over a year, pulled it out, changed the batteries three times, but got the sync now screen every time they were trying to connect to the ins. They were worked with to try and sync with and without the antenna, but they then reported getting the poor communication screen. They inspected the battery compartment and reported seeing no damage. There was no corrosion nor damage, and the programmer had not been wet. The issue was not resolved through troubleshooting. An email was sent to the repairs group to replace the programmer. It was reviewed with the patient if the poor communication was not resolved once a replacement programmer was received, they should get in touch with their doctor to let them know what was going on. The following day, the patient reported the replacement programmer did not resolve the problem; they were still encountering the poor communication message. It was discussed the ins may have reached end of service. They planned to contact their urologist to see if they could check the ins or arrange for a representative to assist, as they were not sure if their current urologist was trained on the device. Physician listings were also sent. There were no patient symptoms nor further complications reported at this time.